Manufacturer narrative:
Add'l serial #s: (B)(4). No pt info provided as no pt was involved in this concern. The device manufacture dates for the three vertek arms were not available at the time of this report. RMA issued. Replacement vertek arms shipped on (B)(4) 2011. Returned items were dispositioned as scrap, received back on (B)(4) 2011.

Event description:
A medtronic rep reported that the three of their vertek arms were no longer able to be tightened down fully. There was no pt present. Serial #(B)(4) - starburst end will not lock down, serial #(B)(4) - both ends will not lock down, serial #(B)(4) - instrument end will not lock down.